Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high and low blood glucose. Customer's blood glucose was 30 mg/dl to 40 mg/dl. After lunch, customer's blood glucose went up to 560 mg/dl. After troubleshooting, customer was advised to contact the healthcare professionals. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.